Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The device history record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was originally reported that the device required repair on (B)(6) 2019. It was later found on (B)(6) 2019 that the customer reported using the mesher with the 1.5 cutter twice, but the device did not produce a cut. The customer returned a zimmer skin graft mesher serial number 3196 for evaluation. Evaluation of the device noted that the comb on the device was damaged. Repair of the mesher occurred on (B)(6) 2019 and involved replacing the comb. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician confirmed that the comb was bent, which would cause the device to not make a proper cut, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the device required repair. It was later found that the customer reported using the mesher with the 1.5 cutter twice, but the device did not produce a cut. The event occurred during kit inspection. There was no harm or delay reported. During the investigation, it was discovered that the comb was bent, which would cause the device to not make a proper cut. No adverse events were reported as a result of this malfunction.